Event description:
It was reported the patient was cardioverted two days prior and tried to turn her device back on. Her patient programmer was displaying a ¿call your doctor¿ icon and power on reset (por). They were unable to adjust stimulation. Additional information received reported a manufacturer representative met with the patient to clear the por. The capacity and battery life on the second implantable neurostimulator (ins) was showing ¿ok¿ and 40.3 instead of the percentage and range. It was noted the other ins was showing correctly but did not have a por. Additional information received five days later reported there was no known cause of the ins showing ¿ok¿ and 40.3 instead of the percentage and range. The manufacturer representative was told everything was okay with the system and nothing had to be done. No intervention was needed. The manufacturer representative discussed with the patient and doctor that he thought her left-sided ins was running on fumes and would need to be replaced soon. The patient was feeling stimulation at a comfortable level when she left her appointment.

Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3889-28, lot # va01r12, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va01r12, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).